Manufacturer narrative:
Investigation summary: the customer returned a sample showing evidence of the missing component. Complaint history check was performed and this is the 1st related complaint reported with the defect/condition for this lot number. DHR review found no nonconformities. Investigation conclusion: the team reviewed the packaging process and identified process controls, which were found in place in working conditions. During verification of process controls, the following probable causes were found by the team which could cause the customer reported defect as in return sample. Root cause description: in syringe loader the distance between flange positioner plate and syringe resting plate is fixed. The length of syringe with missing needle shield is less as compared to syringe with needle shield attached i.e. Good product. If any syringe with needle shield missing comes in track, due to reduced length it falls down and the machine gets stopped. However, there is a chance that the cannula of the syringe with missing shield gets rested on the inverted u slot and gets packed. Rationale: modification in flange positioner plate to increase the width of slot has been completed so that the cannula of a missing shield syringe does not rest on flange positioner plate. This is a pre-corrective action lot. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that before use of the bd emerald¿ luer slip syringe with needle it was missing the cap.

Event description:
It was reported that before use of the bd emerald luer slip syringe with needle it was missing the cap.

Manufacturer narrative:
Medical device lot #: 18f2071. Medical device expiration date: 2023-05-31. Device manufacture date: 2018-11-01.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. Batch number [18p2071] was not found for material number [(B)(4)]. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd emerald¿ luer slip syringe with needle it was missing the cap.